Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as the six steps of hand washing were not followed. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm start dose followed by 1 gm in 1 bag/ day, route and duration were not reported) and amikacin injection (500mg start dose followed by 100mg 1 bag/day, route and duration were not reported) for peritonitis. Dianeal therapy was ongoing. Antibiotic treatment was ongoing. At the time of this report, the patient was recovering from the event. The patient has been retrained for proper aseptic technique. No additional information is available.